Event description:
Pt presented today with complaints of redness, ocular irritation, and blurred vision in his right eye. Examination confirmed an acute conjunctivitis in both eyes, which was worse in the right eye. Pt had been prescribed biotrue daily disposable contact lenses in (B)(6) 2017. However, 3 months ago, he successfully filled and was dispensed hubble contact lenses online, without any verification with our office (in spite of pt's report that he entered dr and office info). Pt's ocular condition is a direct result of the hubble contact lenses which he was not prescribed. The material, base curve, diameter, and other parameters all differ significantly from his prescribed contact lenses.